Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing for a gastroenterostomy, they connected the cartridge to the adapter and then the surgeon tried to fire the device, but could not. They said the cartridge indicator was flashed. No injury to the patient.